Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution physio-control replaced the battery pins in the device. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the device powered off by itself multiple times. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring the patient. This issue is patient related; however, there was no adverse patient outcome reported. No further details about the patient event or the patient were provided by the customer.